Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Skin erosion at the spinal incision site was reported, and the catheter was eroding through the skin. It did not break through the skin completely. The patient¿s pump and catheter were reportedly explanted on (B)(6) 2014 due to a concern for infection. The patient¿s status at the time of the report was alive with no injury. The medication infused was baclofen. A representative later reported that the 8598a catheter did not break through the skin but there was skin breakdown. It was unknown if a culture was taken. No further actions were taken. A healthcare professional later reported that no infection was identified. The cultures from the cerebrospinal fluid (csf), wound, and blood were negative. They indicated that replacement was planned. It was unclear if the device had been explanted at the time of the report.